Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism would not cover the needle. The following information was provided by the initial reporter: this occurred during demonstration. After catheter placement, the hcp retracted the needle but the white component for the safety mechanism stopped halfway and the needle was not retracted completely.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. Therefore the team is unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. However based on complaints received from other customers, there may have been a dent on the cannula which may have resulted in the safety mechanism device failure. Based on the cannula dent location, the possible contact pont occured at the pick and place station. A simulation was performed and the team was unable to simulate the defect to get the major dent on the cannula as seen in the returned sample. However, it is suspected that the dent on the cannula could be due to a misalignment at the pick and place gripper. A digital angle meter has been implemented at the pick and place station to check the gripper alignment after setup. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism would not cover the needle. The following information was provided by the initial reporter: this occurred during demonstration. After catheter placement, the hcp retracted the needle but the white component for the safety mechanism stopped halfway and the needle was not retracted completely.